Event description:
It has been reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the pneumatic module (pim) for the cardiosave intra aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the cracked pim module, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6)

Event description:
It has been reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the pneumatic module (pim) for the cardiosave intra aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event was reported.